Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified aorto-ostial right coronary artery (rca). A 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, after initial deployment of the stent, interaction with the guide catheter caused axial deformation of the stent. As a result, subsequent post inflation ballooning was made difficult. A new wire was placed outside the first row of megatron stent struts and balloons were used in a "crush" technique to create an opening. Then, a new stent was deployed at the ostium rca and the procedure was successful. The patient then underwent angiogram of the target lesion located in the non-tortuous mid to distal right coronary artery. A 2.50mm x 12mm nc emerge was advanced and deployed for treatment. However, during withdrawal, the hypotube broke just proximal to the balloon and remained inside the patient. A new stent was placed to pin the balloon fragment onto another stent to avoid migration. No further patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified aorto-ostial right coronary artery (rca). A 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, after initial deployment of the stent, interaction with the guide catheter caused axial deformation of the stent. As a result, subsequent post inflation ballooning was made difficult. A new wire was placed outside the first row of megatron stent struts and balloons were used in a "crush" technique to create an opening. Then, a new stent was deployed at the ostium rca and the procedure was successful. The patient then underwent angiogram of the target lesion located in the non-tortuous mid to distal right coronary artery. A 2.50mm x 12mm nc emerge was advanced and deployed for treatment. However, during withdrawal, the hypotube broke just proximal to the balloon and remained inside the patient. A new stent was placed to pin the balloon fragment onto another stent to avoid migration. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter with an unknown 0.014 inches guidewire within the device. The device was visually and microscopically examined. There were numerous kinks to both the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon. There was a copious amount of blood within the guidewire lumen and the balloon was loosely folded. The unknown guidewire was shipped within the returned device, to which the wire was able to be removed without issue or irregularity. The undamaged portion of the guidewire was measured with a laser micrometer to measure the outer diameter which was 0.014 inches making the guidewire of compatible use according to instructions for use. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. Product analysis did not confirm the reported event, because the guidewire passed through the device with no resistance or issues.